Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula vein side. A 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres for 30 seconds. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.